Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer on: 08/11/2014. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed and the sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens had slight surface scratches, and surface residuals (fiber/particles) on the lens compatible with handling the lens. The lens was without any major defects, the haptics looked positioned and in good condition. No cosmetic defects related to manufacturing were found in the returned lens. The product met acceptance criteria. The investigation results reasonably suggest that the probable cause for the event could be related to an error in use and/or surgical technique and the results code for operational was chosen. A review of the manufacturing records was conducted. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's reported event was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the same surgery as the lens would not fit inside the bag. The doctor changed the diopter to a higher diopter lens of the same model type. The incision was enlarged. It was reported that there was no product problem.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.